Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there were high impedances, outcome was ongoing. No actions have been taken. Event resulted in an unscheduled clinic / office visit. The device was interrogated; since they implanted the lead and even when the device was implanted the plot 5 remained high impedance but it's not used, so it did not matter for the patient actually; date of test: (B)(6) 2023. Etiology indicated the relationship of the event to the device or therapy: not related / indicated the relationship of the event to the implant procedure: probable. No more action occurred since plot 5 is not used, even when we the device was implanted same plot high impedances. Additional information was received. Implant date of ins and lead confirmed. Regarding when the patient started to experience the high impedances, as of now, the ae onset date is recorded as (B)(6) 2023. The device was not turned on until (B)(6) 2023. No further cause has been yet identified. No action has been taken; issue is ongoing. No specific impedances measurements were provided. Additional information was received from the clinical site. It was updated that there was a possible relationship of the event to the device or therapy and that the implant procedure was not related to the event. Additional information was received from the healthcare provider of a clinical study reporting that the outcome was unresolved with no further action planned.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6) ubd: 02-aug-2026, UDI#: (B)(4). H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The relationship of the event to the device or therapy was changed to probable.

Manufacturer narrative:
Continuation of d10: product ID 977a290. Serial# (B)(6) implanted: (B)(6) 2023: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.